Manufacturer narrative:
Examination was not possible as no product was returned. This investigation was limited to the information provided, as the lot number required to review the device history records and complaint history was not provided. Although unable to confirm, the reported osteolytic cyst was likely the cause of the loosening. It would not be unreasonable to expect some wear after approximately 11 years of implantation. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address loosening of the tibial component. An osteolytic cyst had formed under the tibial tray. Poly wear was noted intraoperatively.